Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The outer sheath showed no damage other than the kink. The mid-shaft showed no damage. The stent was not returned. The pull handle was pulled to the maximum allowed. The guide wire that was stuck in the device was protruding out of the distal end approximately 8.5cm and protruding out of the proximal end approximately 68cm. The handle was separated to visually inspect inside for further damage. The internal components showed a prolapse of the proximal inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent partial deployment, stent elongation, and catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Following pre-dilation with a sterling¿ balloon catheter (6mm), a 6 x 180 x 130 innova¿ stent was advanced with a cross-over approach over a .014 non-bsc guidewire and stent deployment was initiated. The thumbwheel started to idle at a shorter distance than usual and after pulling the pull grip to a large distance, the entire stent was unable to deploy. The stent was able to be deployed by pulling back on the handle of the delivery system. The stent was fully deployed however the stent was elongated. When attempting to remove the innova¿ delivery system from the patient it would not come out over the guidewire. The wire and delivery system were removed together. Upon removal, it was noted that the shaft of the innova¿ device was kinked. The procedure was completed with the placement of a 7x60 innova¿ stent over a .035 guidewire without issue. There was no additional intervention performed to the elongated stent. There were no patient complications.